Event description:
Endo-gia 30 stapling system failed to release. Replaced with another which failed to completely staple. Replaced with another which also failed to completely staple. Laparotomy performed on pt to remove staples.